Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") in a 46-year-old female patient who had essure (batch no. 689961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"), asthenia ("intense asthenia") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy with bilateral cornuectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, asthenia and dizziness outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dizziness and medical device removal with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case was identified as a duplicate of (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") in a (B)(6)-year-old female patient who had essure (batch no. 689961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"), asthenia ("intense asthenia") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy with bilateral coronectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, asthenia and dizziness outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dizziness and medical device removal with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.